Manufacturer narrative:
The device was evaluated, and the reported issues were confirmed. During the inspection, additional issues were found. There were scratches on the operation part, grip, and the surface of the light guide cover glass due to external factors. The label on the light guide connector was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative, the endoeye flex deflectable videoscope presented a green haze on the screen and light like diffuse reflection (flare) was emitted. No patient harm reported. During the evaluation of the device, it was noted the color tone of the image was abnormal (image was magenta or green only) due to damage to the charge-coupled device and damage to the video connector. This report is to capture the reportable malfunctions of the color tone of the image was abnormal due to damage to the charge-coupled device and damage to the video connector noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the image sensor malfunctioning. The image sensor malfunction most likely occurred due to the following: 1) an overcurrent flowed temporarily when the video connector was plugged and unplugged while the system was on. 2) the video connector was temporarily short-circuited when it was connected to the system with moisture adhered to the electrical contacts. 3) static electricity was applied to the electrical contacts of the video connector. 4) since there is a scratch on the tip, it is not possible to identify the specific cause, but a physical impact caused by contact with an external object caused damage to the image sensor. Olympus will continue to monitor field performance for this device.